Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked insulin from the bottom of the vial. Customer's blood glucose was 534 mg/dl at the time of incident. The customer indicated that they do not have the reservoir to return as it was thrown out and was advised that the device would be replaced.